Event description:
It was reported that during a coronary stent procedure, the balloon became stuck. As the physician attempted to remove the delivery device, the shaft separated and the balloon remained in the pt. It had been determined that the pt was not a surgical candidate, so the physician elected to secure the balloon material in place with a second stent. The pt status is listed as "stable".